Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens -08.50/+2.5/090 (sphere/cylinder/axis), into the patient`s right eye (od). The lens was explanted due to the lens was too small and had rotated. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
A2: unk. A4: unk. A5: unk. A6: unk. B3: unk. D6a: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).